Event description:
Patient has reported that on 2 different occasions that the ventilator started to deliver very large breaths to the patient. Vte readings were double the amount of set volume, also getting several hi-peep alarms. Patient complained of "was very hard to breath" as event was happening. Per rt, patient was in wheelchair, sitting upright. No rainout / condensation found in tubing. Patient was swapped to backup unit with same circuit (adult, disposable with peep), with no problems. No patient harm reported at any time. Unit was taken back to dealer and placed on test lung. Vte readings still showing approx 2 times set volume value. Unk if delivered volume was actually high (while on test lung). Additional information received states "nurse complaining digital readout of t.v. Is 2400 to 2700 ml. Yet vent is set at 750. High peep alarm and now scrolling occuring also. When testing this vent on a test lung, the e.t.v. Was reading 1600+ yet vent was set for 750ml. Same vent circuit used with different pulmonetics vent and all was well with appropriate e.t.v. Readings and no high peep alarms and scrolling appeared normal".